Event description:
Customer reported that the top button on their insulin pump was hard to push. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.